Event description:
The physician attempted to use a pacemaker lead on the patient. The lead was defective although it is unknown at this time in what way. There was a successful implantation of a permanent pacemaker system. The patient was discharged home with no complications.